Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor. Motor passed motor test. Unable top erform occlusion and no delivery tests due to prime fill anomaly. The insulin pump received with out original belt clip. Device had cracked reservoir tube lip,scratched lcd window, reservoir tube window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 323 mg/dl. Troubleshooting was performed. The device was returned for analysis.